Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified light levels were degraded on the patient side cart (psc) connection regardless of changing cables or port locations. The fse replaced the psc common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the robot was not connecting to the tower, with a message indicating that the patient side cart (psc) was not connected. Troubleshooting began with a recommendation to perform a hard power cycle on the system and to clean and reseat the blue fiber cables. The customer performed these steps, but when the system powered back on, it displayed "da vinci is ready" before presenting an error 170/32132. The troubleshooting continued with a suggestion to reboot the system and move the psc blue fiber cable to a different port on the back of the vision side cart (vsc). After powering down, the cable was moved from the top right port to the bottom middle port and the system was rebooted, resulting in a message that the boom was disabled. Another hard reboot was performed, but the system indicated that the robot was not connected or not powered on, despite confirmation that the blue fiber cable was connected and the psc power button was solid blue. The next troubleshooting step was to try a new blue fiber cable, and the user attempted to locate a spare cable with biomed assistance. The procedure was aborted to another dv system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) was evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed onto a known good system. During testing, the ccc psc failed to establish a connection with vision side cart (vsc) using a blue cable connected to port, indicating potential faults in the firefly fiber optic cable (ff3) on the ccc psc, error 31089 and 170. The firefly optic cable on ccc was replaced with a known-good cable following the aba procedure. After replacement, the ccc operated as expected. However, when the original firefly optical cable was reinstalled, the issue reoccurred, confirming a fault with the original cable. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in ccc psc.